Manufacturer narrative:
H6: investigation summary one photo and one actual sample without packaging were received by our quality team for evaluation. From the photo, the team was unable to evaluate the reported leakage defect as the photo showed a zoomed-out view of the product. The sample was subjected to visual inspection for catheter tubing and adapter damage. No catheter tubing damage and no dent on the inner luer of the adapter was observed. The sample was further subjected to catheter leakage testing. The sample passed the catheter leakage testing. A device history record could not be evaluated as the lot number is unknown. Current quality controls include a daily outgoing inspection and a 12-hourly in-process inspection in place to check for catheter and adapter leakage. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: drug leakage.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: drug leakage.